Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. It was reported that the patient¿s pd effluent was clear. On an unreported date, the patient began treatment for the peritonitis with vancomycin, injection, 1 gram, every fifth day and ceftazidime, injection, 1 gram, every day (routes were not reported). At the time of this report, the patient¿s outcome was unknown and both antibiotic treatments were ongoing. The status of the dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
The patient was not hospitalized for the peritonitis. On an unreported date, the patient was recovered from the event. At the time of this report, dianeal therapies were ongoing. Should additional relevant information become available, a supplemental report will be submitted.